Event description:
It was reported that there was an atrial lead position check warning at date of implant. Upon x-ray it was reported that the atrial lead had become dislodged. A lead revision was performed and the atrial lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.